Event description:
It was reported that during placement of central venous catheter, the split sheath introducer sheared off leaving part of the device in the pt's vein. This was safely removed by the operator.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed one other similar product complaint file(s) from this lot. ((B) (4))